Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead had dislodged. The lead still used and no intervention was performed. The patient was in stable condition throughout the procedure.